Event description:
It was reported that when the surgeon released the energy control foot pedal and removed their head out of the stereo viewer during a da vinci si hysterectomy, the surgeon heard the electrosurgical unit (esu) still releasing energy. The surgeon put their head back into the stereo viewer and noticed that the monopolar curved scissors instrument, which was connected to the esu, was releasing energy. The surgeon took control of the instrument and inadvertently touched fatty tissue. The surgeon quickly pressed the foot pedal to stop the instrument from releasing energy. It was reported that the patient suffered a small superficial burn.

Manufacturer narrative:
Investigation was conducted by a field service engineer (fse) who went onsite and evaluated the system. Visual and mechanical inspections were performed with no issues found. The system logs were reviewed and no errors were observed. System verification testing was performed and passed. The fse demonstrated to the site that the instrument would cease fire the instant the head is removed from the stereo viewer. The root cause of the issue experienced by the customer cannot be determined. As a precaution, the fse swapped the food pedal assembly. Additionally, the site's biomedical department will replace the electrosurgical unit and energy activation cable.